Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion was confirmed. The device was at end of life (eol) level with no telemetry when received. The device was cut open, and manual measurement was performed. High current from the hybrid was noted during electrical testing. An anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device was at end of life. Premature battery depletion was suspected. The device was explanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction: section h2 device evaluation should have been checked rather than response to FDA request.